Manufacturer narrative:
Investigation summary: the corrective action statement is approved/authorized and final review of the complaint will be conducted by designated complaint handling unit. Pr #: (B)(4), cr#: (B)(4), type: MDR with sample. Part #: 381834. Lot #: 7026572. Complaint: needle retraction failure. Event description: need to press button several time and very slowly to retract needle. Lot analysis: device/batch history record review: yes. Reason: DHR¿s are available for reviews as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable (MDR). Findings: as this complaint was a MDR; DHR review was performed on the following lot number: 7026572 ¿ the lot number was built on afa line 1, from january 29, 2017 thru january 30, 2017 per review of the DHR it was concluded that all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples for needle retraction by button activation were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Qn / sap database review: no. Reason: a review of the qn/sap database is not required for a s1 ¿ o2 level a investigation per (B)(4). The peura (end user risk analysis): yes. Reason: the peura is required for all MDR reportable investigations. Findings: (B)(4) version I was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis: observations and testing: received two used iag 20ga units from the lot number 7026572. One unit was in an opened package and one unit was loose. The units consisted of the retracted needle/safety barrel assembly. Visual/microscopic examination: the needles were retracted fully into the safety barrels and the white buttons were depressed. The needles were reassembled to the out position, observed there was no mechanical/physical damage to the springs or needle hub or grip. There was no evidence of adhesive on the button, grip or hub. Functional test (needle retraction) was performed: the white button was depressed and the unit did retract. The retraction was successful, meeting no resistance test description method no results visual/microscopic, n/a, see observations and testing. Functional test, n/a, see observations and testing. Investigation samples(s) meet manufacturing specifications: yes, the returned units provided for evaluation revealed no mechanical/physical damage and the unit demonstrated a successful retrac investigation conclusion: conclusions: the defect needle retraction failure; as stated as the reported code was not confirmed with the returned units. The returned units did not display any adverse characteristics that would contribute to the defect the customer experienced, per the pir. The defect described in the incident report could not be confirmed or replicated with the returned units. Did the evaluation confirm the customer¿s experience with the bd product? No; the customer experienced was not confirmed based on the evaluation and testing that was performed on the returned units. Were we able to reproduce the customer's experience with the bd product? No; reproduction of the customer¿s experience was not achieved with the testing performed on the returned units. Was the device used for treatment or diagnosis? Treatment. Root cause description: root cause: relationship of device to the reported incident: indeterminate. Comment: there was no definite physical or mechanical evidence that confirmed and supported manufacturing process related issues for the defect observed in this incident.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a 20 g x 1.16 in. Bd insyte¿ autoguard¿ shielded IV catheter malfunctioned during use as it required several attempts pressing the safety button to have the needle retract correctly. There was no report of injury or medical intervention needed.